Event description:
Customer reported device generated a result of "lo" before inserting a strip. When strip was inserted, device displayed e-5. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.